Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). (B)(4). Failure (event) observed during analysis. A partial lead with the connector pin measuring 13.4cm was returned. External insulation abrasion was noted at 11.6-11.8cm form the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at the same location.